Event description:
It was reported that when starting up the laser for a procedure, an clicking sound was heard, a burning smell was noted and the laser would not start. The procedure could not be performed due to the laser malfunction. No harm to the patient reported. No further event and/or patient information was reported.

Manufacturer narrative:
The device has not been evaluated or repaired in the field. A replacement unit was delivered to the customer on loan and installed on march 08, 2018.

Event description:
It was further reported that: the patient was present and sedated at the time the issues were noted. No further event and/or patient information was reported.

Manufacturer narrative:
Device evaluation performed on february 27, 2018: the source of the smoke could not be determined. A problem with the power output was found. It has been determined that the laser will not be repaired.